Event description:
It was reported that a 2 lead solution administration set leaked. This occurred during a patient infusion of aloxi via an unknown syringe. The reporter stated that the medicine was given through the membrane, but when the syringe was withdrawn, the membrane leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. However, a retained sample was visually inspected and gravity tested. No issues related to the reported condition were noted. The evaluation of the retained sample did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.